Event description:
It was reported that during surgery to treat a femoral neck fracture on a (B)(6) female patient, the tip of a 7.3 mm cannulated screw fragmented from the main body. All fragments of the screw tip were recovered from the patient through x-ray location. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The examination of the raw-material testing certificate and the manufacturing documents showed no deviations regarding material analysis, strength and structural stability. The surfaces of the cross-sections were shown to be homogenous; no anomalies of materials structure were found. The measurable dimensions of the screw were checked and found to be in compliance with (B)(4) specification.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Concomitant medical products: removal of brand name from this section. It is not a concomitant device. Placeholder.